Event description:
It was reported that during initial implant, the atrial lead capture threshold was inadequate. Additionally, the physician was unable to fully insert the stylet into the lumen of the lead. Another lead was successfully implanted. The patient was stable throughout.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during initial implant, the physician was unable to fully insert the stylet into the lumen of the lead. Another lead was successfully implanted. The patient was stable throughout.